Event description:
It was reported that the right ventricular (rv) triggered a patient alert for high rv lead impedance. Lead trend data showed a gradual increase in rv pacing lead impedance. The pace/sense portion of the lead was capped and replaced, but the high voltage therapy portion remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.